Manufacturer narrative:
Follow-up report #01. Sections b4, g6, h2, h4 and h10 have been updated with new information. The device lot number was obtained. The expiration date, date of manufacture and UDI number were updated.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The case was completed. There were no patient complications reported.